Event description:
It was reported that there was a cassette failure. The cassette latches but will not lock. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other, other text: b5: additional information received on 01-sep-2022 via email and attached in complaint object: there was no patient involvement and the event happened during bench test. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with scratched labs, cracked downstream occlusion seal and tamper seals were missing. There was evidence of the error in the event history log multiple times. The reported problem was verified. During the functional test, cassette not attached properly message was detected. A faulty downstream occlusion sensor was the cause of the reported issue. It was recommended that the downstream occlusion sensor to be replaced as corrective measure. The root cause of the reported problem was unknown. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4). An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously.